Manufacturer narrative:
.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. The proximal aortic neck angle measured greater than 60 degrees. Three aptus endoanchors were implanted as a prophylactic during the index procedure. It was reported that, during the index procedure an angiogram revealed that the endurant bifurcate had a proximal type I endoleak. The physician elected to implant eight additional aptus endoanchors circumferentially. However, the proximal type I endoleak persisted. The physician elected to complete the procedure without additional intervention and the event was unresolved. Per the physician, the cause of the event was due to the patient anatomy of a greater than 60 degree angulated proximal aortic neck. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.